Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not touch the correct point on the display screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the touch pen was not exactly aligning with the cursor though it was additionally noted that it was only off less than a half an inch and not across the entire screen. The connection from the xy connection to the overlay was reseated and the stylus then calibrated, to resolve. It was additionally noted that the power cord bay latches were bent and that it was missing its hinge plate screws. The power cord bay was replaced and all hinge plate screws were added and secured. The hard drive was reconfigured and the software reloaded and updated. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.